Event description:
In 2006, pt has metal on metal depuy asr and due to the rising levels of co and cr, it was removed and replaced with a ceramic and plastic implant. Soon after pt had mitch trh implant in (B)(6) 2008 on his left hip. However, the ions and blood test still indicated high cr and co. Now the pt is having issues with hearing and eyesight. Requires revision surgery.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report. Cat # mac-998-5258, lot # fm063475, description: std mitch trh cup size 52/58, MFR: depuy cat # mmh-9988-1852, lot # fm069838, description: mitch trh mod head size 52+4, MFR: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.